Event description:
Customer's spouse reported via phone, the insulin pump kept alarming no delivery during the bolus attempt. Customer's blood glucose was 446 mg/dl. Troubleshooting was performed. Customer was advised to perform fixed prime into the air and insulin didn't exit and device alarmed. Customer was then advised to disconnect and reconnect reservoir and infusion set, and then push insulin through the tubing. Customer reported insulin did exit. Manual prime was performed, insulin exit and device didn't alarm. Customer was advised the insulin pump was working as designed. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.